Event description:
It was reported that foreign matter was found in the barrel of the bd¿ slip tip syringe with precisionglide¿ needle during use. The following information was provided by the initial reporter, translated from chinese: the purchase reported that the product was found to have foreign matter in the barrel during use.

Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. From the photo, a black foreign matter was observed inside the syringe fluid path. A device history record could not be evaluated as the lot number is unknown. As the sample was not returned to determine the foreign matter type, a root cause cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. From the returned photo, black foreign matter was observed inside the syringe fluid path. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no sample was returned to determine the foreign matter type, the root cause cannot be determined.

Event description:
It was reported that foreign matter was found in the barrel of the bd¿ slip tip syringe with precisionglide¿ needle during use. The following information was provided by the initial reporter, translated from chinese: "the purchase reported that the product was found to have foreign matter in the barrel during use".